Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros hba1c result was obtained from a single patient sample using vitros chemistry products hba1c reagent lot 1539-42-2750 on a vitros xt7600 integrated system. The assignable cause of the event could not be determined. Diagnostic vitros gent within-run precision testing to assess instrument performance was not processed, therefore, an analyzer performance issue cannot be ruled out as contributing to the event. A review of historical quality control results indicated vitros hba1c reagent lot 1539-42-2750 was not performing as intended within the timeframe of the event and therefore, a reagent related performance issue at the customer site cannot be ruled out as contributing to the event. A complaint review found no additional complaints for vitros hba1c reagent lot 1539-42-2750. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros hba1c reagent lot 1539-42-2750. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros hba1c reagent lot 1539-42-2750.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros hba1c result was obtained from a single patient sample using vitros chemistry products hba1c reagent lot 1539-42-2750 on a vitros xt7600 integrated system. Patient sample vitros hba1c result of 11.13 % ngsp vs. The expected result of 7.02 % ngsp biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros hba1c result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).